Manufacturer narrative:
The insulin pump functioned properly during rewind and basic occlusion, occlusion, prime, the excessive no delivery and displacement test. The insulin pump was received with scratched lcd window, cracked case on display window corners, cracked on reservoir tube lip, cracked reservoir tube window thru reservoir tube and cracked on battery tube threads. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that they experienced high blood glucose. The customer's blood glucose was 400 mg/dl at the time of incident. The customer's blood glucose was 450 mg/dl at the time of call. The customer stated that the drive support cap appeared normal. The customer stated that there were no air bubbles in the tubing. The insulin pump will be returned for analysis.